Manufacturer narrative:
Device not returned.

Event description:
It was reported the customer's pump case clip intermittently became detached from the pump case. Subsequently, the pump case fell, causing infusion set to be pulled out. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 173 mg/dl.